Event description:
It was reported that bd. The following information was provided by the initial reporter.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Additional information: bd provided event description investigation results: * bd was not able to confirm the customer¿s indicated failure mode since no photo nor sample was provided to perform a proper investigation. * an investigation on the actual device would be necessary to confirm the reported failure mode. * quality records have been consulted for tracking and trending purposes but issues like this are not detected which means pretty low occurrence. * we will keep monitoring the manufacturing process and in case any emerging trend is detected, further actions will be taken if necessary. No related quality issues or deviations were found during the manufacture of the subassembly batches.

Event description:
It was reported that on (B)(6) 2025, the patient underwent tace+haic in the catheterization laboratory. After the procedure, the patient returned to the ward. Since fluorouracil injection was required postoperatively, the responsible nurse replaced the heparin cap on the catheter with a needle-free, closed-system infusion needle with a septum membrane at 5:30 pm on (B)(6). After the replacement, the infusion proceeded normally without any leakage. On (B)(6) at 2:31 am, the patient's catheter connection suddenly disconnected. The responsible nurse immediately inspected the site and found that the filter cartridge at the positive pressure connector had fractured directly, resulting in approximately 10 ml of bleeding at the connection site. The patient became extremely anxious. The attending physician and department director were immediately notified, and after active intervention, the patient's treatment is currently proceeding smoothly.